Manufacturer narrative:
Results: endoleak, anatomy related; type 2 endoleak. Conclusion: anatomy related; type 2 endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately thirty four months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient has been followed for a while. No aneurysm growth, a definite type ii leak through an ima and there may be a type 1 endoleak. The patient had several renal arteries and all of them were preserved in the original implant. The thought is to coil an ima and maybe place a cuff to get a little more proximal seal, which would entail covering a couple of the accessory arteries. No decision has been made to intervene at this point. No clinical sequelae were reported, and the patient is fine.